Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from an unspecified location of the homechoice cassette. The patient noted the leak after loading the cassette into the homechoice device and priming. The patient performed the peritoneal dialysis therapy with the leaking cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.